Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and "concern of ruptured implant." Device remains implanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. And "concern of ruptured implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed, as surgical damage. And missing shell assessed, as inconclusive. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: crease is observed.

Event description:
Healthcare professional later reported baker grade ii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and "concern of ruptured implant." Device has been explanted.